Event description:
The customer reported that after the first use during a hysterectomy, the device blade did not retract. The customer reported that the device blade was contained within the jaws. There was no pt injury. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device evaluation is complete a follow-up report will be submitted.